Event description:
It was reported that a customer care specialist and the customer were unable to attach the infusion set connector to the ilet pump despite following the instructed process and attempting multiple connectors from different boxes. Symptoms included no clinical effects. Outcomes included interruption of pump therapy and the need for device replacement, with instructions provided to shut down the ilet, continue cgm use, and return the device. Investigation included customer troubleshooting over the phone and initiation of product return for evaluation. Investigation of this case revealed a suspected mechanical interface issue involving the pump¿s connector/port or the mating connector that prevented successful attachment. It was concluded, based on previously established findings for similar reports, that the cause was a product malfunction related to the device¿accessory connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.